Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2019. Evaluation summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant during a routine device check, the atrial lead was noted to be dislodged. The physician made several attempts to reposition the lead but was unable to find a stable location and the lead continued to dislodge. The lead was explanted and replaced. No patient complications have been reported as a result of this event.